Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient 1: date: (B)(6) 2011, inratio: 4.1, lab: 2.5. Patient 2: (B)(6) 2011, 1.1, 1.6.

Manufacturer narrative:
Investigation pending.